Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon inserted 10/12mm dilating tip trocar in the right lower quadrant of the pt in a straight, no twisting, even pressure fashion. After insertion, the surgeon noticed blood in the mesentary of the bowel. Further investigation was done. It was noticed the trocar had gone through the mesentary of the bowel. Bipolar energy was used to control the bleeding and the case continued. There was no consequence to the pt. Dr. Returned the call. He stated that the safety shield did not cover the blade after insertion and it pierced through the mesentary.

Manufacturer narrative:
The instrument was rearmed and cycled repeatedly without incident. The instrument safety shield was examined and tested and function as designed. Co reviewed each incident as it occurs in an effort to continously improve products.